Event description:
It was reported the patient received inappropriate shocks. Sudden increase in impedance and oversensing also reported. Lead failure was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed.